Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown acetabular cup.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding loosening involving an unknown acetabular shell was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
The patient underwent a revision operation for fixation failure of the acetabular cup of his right hip. The modular neck of the femoral rejuvenate device is reported to have been exchanged during this revision operation. This is the second of two events reported for the same patient. This event concerns failure of fixation of the acetabular cup.

Event description:
The patient underwent a revision operation for fixation failure of the acetabular cup of his right hip. The modular neck of the femoral rejuvenate device is reported to have been exchanged during this revision operation.this is the second of two events reported for the same patient. This event concerns failure of fixation of the acetabular cup.